Event description:
In 09/04 an abbott rep (ar) was visiting the account and noticed that the lab was using cd 1700 lyse reagent on their cell-dyn 1800 analyzer instead of the correct cd 1800 lyse reagent. The abbot rep corrected the issue by replacing the cd 1700 lyse reagent with the correct cd 1800 lyse reagent. During this same visit a lab technician at the account stated to the ar that the cd1700 lyse reagent used may have caused a growth of the "white spot" on their eye and their recent miscarriage. They stated that they had not had any known splashing on their eye or skin of the cd1700 lyse reagent. They stated that the previous week they had the cd1800 doors open to clean out a clog in the instrument tubing and that the room was not very well ventilated. They also stated at that time they were wearing contacts and no safety glasses. In 09/04, the technician reviewed the msds form for the cd1800 lyse and stated that even though no known splash occurred the lyse could be airborne due to poor ventilation in the lab. The technician was questioning if a potential aerosol exposure to the cd 1700 lyse reagent existed and could have contributed to here eye injury and recent miscarriage. In 09/04 the technician was contacted by an abbott customer advocate (cta) stating that while running proficiency testing in 2004 they noted a clog in the cd 1800 instrument and was working on clearing the clog when a piece of tubing popped off and splashed liquid into their eye. The account states that they had on gloves but was not wearing safety glasses. The technician was wearing extended wear contact lenses. They cleaned the contacts, rinsed their eye and reinserted their contact lens. It is uncertain if the liquid that splashed in their eye contained cd 1700 lyse reagent. Technician states they saw a doctor the same day in 2004. The doctor noticed a spot on their eye and suspected it to be an ulcer, but could not be sure of onset. The technician was given antibiotic (zymar drops) and refresher liquid gel as a lubricant to be taken every 2 hours. The technician had follow-up visits with the doctor the 2nd day and again in 09/04. The doctor stated that the spot on their eye was permanent scar tissue and that they could no longer be able to wear contact lens due to the bump on their eye. Also, in 09/04 the cta inquired about the miscarriage. The technician stated that they were about 8 weeks along in their pregnancy when they miscarried. They stated that they began bleeding in 08/04. They came into work the 2nd day and went to the doctor the next day. They returned to work in 08/04. The technician stated that they had one prior miscarriage. Review of the msds for the cell-dyn 1700 lytic reagent does not indicate any health risk for miscarriage due to inhalation of the cell-dyn 1700 reagent. The msds states that breathing equipment is not necessary if used in a well ventilated room. The operator's manual for the cell-dyn 1800 states, "prevent exposure to chemicals used in the operation and maintenance of the cell-dyn 1800 system (including reagents) by using appropriate personal protective equipment, work procedures, and info on material data safety sheets (msds)." There is no evidence that inhalation would cause or contribute to a miscarriage.